Event description:
This supplemental report is being filled to include electrode explant.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement of the electrode and subsequent inappropriate shocks. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. Imaging determined that the patient had twiddled the electrode out of the implanted position. Replacement procedure was recommended, however the physician elected to reprogram the system to a new vector. This product is still in service. No adverse patient effects.